Manufacturer narrative:
Additional information: no product was returned for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined. The patient remains ongoing on lvad support and no further related events have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, the vad coordinator reported that the patient was placed on a heparin infusion for the elevated lactate dehydrogenase (ldh). A ramp echocardiogram and a computed tomography angiography were negative. As of (B)(6) 2017, the patient was outpatient and was being monitored for ldh trend. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase (ldh) and suspected thrombus could not be conclusively determined. Furthermore, the evaluation of the submitted system controller log file confirmed power elevations, however, a cause for the power elevations could not be conclusively determined. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with elevated ldh level greater than 1000 u/l and a sub-therapeutic inr. The submitted log file showed power elevations over 8w between (B)(6) 2017 to (B)(6) 2017. The patient received a heparin drip. The patient was an outpatient and their ldh trend was monitored. Per additional information communicated on (B)(6) 2017, a computed tomography angiography (cta) showed no new thrombus, although a small mural thrombus in the outflow tract remained there from june. The patient remains on vad support. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, it was reported that a cta showed no new thrombus. Although a small mural thrombus in the outflow tract remained there from (B)(6), when the patient's inr had been subtherapeutic.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with elevated lactate dehydrogenase (ldh) level greater than 1000 u/l and a sub-therapeutic inr. Log file data reviewed by the manufacturer¿s technical services representative did not contain a pattern which would be suspect of pump rotor thrombus. Additional information was requested but not provided.